Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, diagnostic imaging was performed and revealed right atrial (ra) lead dislodgment due to twiddler's syndrome. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. As received, a complete lead was returned in one piece. The measured full helix extension length was within specification.